Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): patient medications include but are not limited to: cipro 500mg; flomax 0.4mg; finasteride 5mg; aspir 81 81mg; atorvastatin 20mg; pantoprazole 20mg; (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include, but are not limited to: endoleak additionally, the IFU states under patient selection and treatment: gore recommends that the gore® excluder® endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). The intended iliac artery inner diameter for the contralateral leg component involved range 12.0 mm - 13.5mm.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an infrarenal abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system patient. The patient tolerated the procedure with no reported complications. On (B)(6) 2016, follow up computed tomography angiography (cta) of the abdominal and pelvic area determined a distal type 1 endoleak originating from the gore excluder aaa contralateral leg component implanted within the left common iliac artery (lcia). The patient underwent reintervention at this time, and an additional gore excluder aaa contralateral leg component was placed to extend coverage. Angioplasty of the area was performed and the endoleak was reported to have been resolved. Device undersizing may have contributed to the endoleak as the lcia diameter was reported to measure 13mm - 6mm. There was no aneurysm enlargement reported. The patient tolerated the procedure.

Manufacturer narrative:
\ A review of the manufacturing records for the device determined the lot me all pre-release specifications.